Event description:
Our site supports merative¿s merge cardio, which is a cardiology pacs (picture archiving and communication system) solution for ultrasound echoes and fluoroscopy caths. I believe it is ¿software as a medical device¿ (510(k) # k192276). We had an issue with the solution. We reported the issue to the vendor. The vendor has stated that it is a known issue that another site has previously reported. The vendor has not yet provided a workaround or a short-term plan. They have said their development team is reviewing the issue. The issue is that when a mother with fetal twins has an echo performed, two separate studies are performed under the mother. When the report for the first fetal twin is performed, no issues occur in the merge cardio application. When the report for the second fetal twin is performed on merge cardio, there is a chance that the second fetal twin¿s report imports the first twins¿ cardiac measurements. These imported values appear on the report and cannot be removed. We perform these studies at our site with regularity, and this is the first time it has occurred.